Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-jan-2020, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-mar-2020, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call patient mentioned they had a lot of problems with their back and they had to make 3 different attempts to put the device in their back end. Patient mentioned she has arthritis and has had over 44 surgeries which are all unrelated. Patient also mentioned that they had trouble with the incision because of all the scar tissue. Pt states on the third try they decided to put paddles in and had no paddles with those. Pt states they did her neck device first. Pt states all the surgeries there was not an issue only because of the scar tissue the wires were hard to place and put paddles in on the third attempt. Pt mentioned something about the device not running, again pss had a hard time gathering as difficult to understand. The patient was redirected to their healthcare provider to further address the issue if the issue persists.